Manufacturer narrative:
The device remains implanted and has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the remaining longevity dropped from 56% to 15% remaining since 20sep2020. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing. Device replacement was recommended. Additional information was received, stating that the revision procedure has not been scheduled or performed at this time. Should additional information become available, an updated report will be provided. The device remains in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the remaining longevity dropped from 56% to 15% remaining since (B)(6) 2020. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing. Device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.